Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with minor scratches on lcd display window noted. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and rewind more than one. Customer reported that the scratched on the screen but can still read the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.